Manufacturer narrative:
Remote support from the customer care solution was provided and the customer was instructed to reinsert the battery for testing. The error was confirmed, and a prompt was given to remove and reinsert the battery to test. The rse clarified that the triple chirp would indicate a component issue and the device was removed from service. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to the patient in a critical care event. The device was not available for investigation. Based on the information available, the reported problem was confirmed. There is insufficient information to determine the root cause of the issue. Philips recommendation was to remove the device from service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips that the AED is emitting the triple chirp.

Manufacturer narrative:
Please refer to the parent case pr 4296426 for investigation details. Updated the component code grid.

Event description:
It has been reported to philips that the AED is emitting the triple chirp.

Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a failure. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to the patient in a critical care event. The device was not available for investigation. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. Philips recommendation was to remove the device from service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips that the AED is emitting the triple chirp.

Manufacturer narrative:
Please refer to the parent case pr (B)(4) for investigation details.

Event description:
It has been reported to philips that the AED is emitting the triple chirp.